Event description:
It was reported that the user could not twist the pump connector into place when attempting to attach it with and without the cartridge, but a second connector from the same lot was able to attach successfully and then also worked with the cartridge installed. Symptoms included no reported adverse clinical effects. Outcomes included successful attachment following troubleshooting and education. Investigation included guided troubleshooting to isolate the connector by testing attachment with and without the cartridge and by trying an alternate connector from the same lot. Investigation of this case revealed an intermittent connector attachment issue that resolved by using a different connector, indicating a probable connector fit or tolerance issue limited to the individual component. It was concluded, based on previously established findings for similar reports, that the cause was a component-level mechanical fit issue that did not recur with an alternate connector.